Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used for polyps in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the control wire broke, and the clip did not release immediately. They attempted to open and close the clip. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.